Event description:
Information was received indicating that a smiths medical pump presented with a no disposable alarm and won't run. The pump had a residual volume of 9.7ml. 91.35ml were given prior to the alarm. There was air in the tubing and no injury to the patient. There were no reported adverse events.